Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks due to supra ventricular tachycardia (svt) episodes that were detected as ventricular tachycardia (vt) episodes. It was further reported that the right ventricular (rv) lead was t-wave oversensing (twos). It was noted that the patient had multiple fluid swings. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.